Event description:
The customer reported this chronic pacing lead was exhibiting loss of capture. Therefore, a revision procedure was performed and the lead was removed from service and replaced (surgically abandoned and capped). No adverse patient effects were reported. The lead was actively implanted for approximately 16 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and replaced with no adverse patient effects reported. Therefore, it will not be returned for analysis, as a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.